Event description:
The wife of a (B)(6) male patient contacted lifecor customer support to report that one of the patient's battery packs was not holding a charge. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The battery pack would not charge when received. The cause of the battery not charging was due to a broken yellow wire. The yellow wire connects the cells to the board. The root cause of the broken wire is unknown. The wire was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.